Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirmed the trial was chipped along the edges. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that central sterile has given a shim that has a worn edge and could cause a hole in sterile gloves. Would like to have shim replaced. This was not noticed in surgery and did not delay a case. Nobody was injured from item and the shim will be returned.